Event description:
The suspect device was returned from hosp to integra lifesciences corporation in 2004 and evaluated. The customer was contacted and add'l info was obtained. The following is a summary of the reported info and the device evaluation results. Reported info: the event took place approx in the same month. The skull clamp was placed on the pt by the attending physician. The event occurred during initial positioning of the pt, when the pt was lateral to the table. The laceration occurred at the double pin location when it was vertical to the plane of the table. No preventive measures were necessary, and there were no post-operative complications. Disposable mayfield skull pins and mayfield bed attachment were used. The pt's scalp was lacerated because the lock shifted while applying the clamp. The clamp has since been repaired.

Manufacturer narrative:
Evaluation: as received, the 80# torque knob tested in specification. When positioned and adjusted properly, the unit locked, but the swivel base was very loose. The large starburst needed heli coils because the threads were crossed. The swivel base had both lateral and rotational movement in the locked position. Disassembly revealed a heavy residue build-up, and a cracked index knob. The swivel lock was so loose that the unit should not have been used. The damage was the result of repeated cleanings possibly at elevated temperatures and cross-threading. The cleaning instructions for the a-1059 are in the instruction manual and recommend that after each use, the device be thoroughly cleaned and wiped with an antiseptic solution and that the device not be steam sterilized because plastic components will be damaged by the heat. The device was in need of general maintenance and repair of the swivel lock and index knob. Based on the nature of the problem, and the evaluation results from the integra repair department, no direct conclusion could be determined as to how or why the device allegedly slipped resulting in a pt scalp laceration. Corrective action: no corrective action is required at this time. However, as an aid to the neurosurgery staff, co will send a copy of the cd "mayfield proper skull clamp positioning". The staff may find this cd helpful.